Manufacturer narrative:
Additional information section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient was successfully reactivated and resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced open electrodes and electrode migration. A CT scan revealed extra cochlear electrodes. On (B)(6) 2025, the recipient underwent repositioning surgery. The recipient is healing.